Manufacturer narrative:
The device was returned to the repair center for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: elongation of the insertion site. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the us scope exhibited an elongation of the insertion site. There was no patient involvement.